Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device displayed false pause episodes due to undersensing and false af episodes due to oversensing of t-waves. Patient was asymptomatic. Programming changes were made. Patient was stable.